Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-27, and longford to architect i1000sr processing module, list number 01l86-01, and irving. MDR number 3016438761-2025-00201-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients. The following data was provided: sample ID (B)(6), initial result was 179.6 pg/ml, which was questioned by the physician, repeat result was <1.9 pg/ml sample ID (B)(6), initial result was 52.2, repeat result was <1.9 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) all available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6). This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98, and a 510k/PMA/bla number of k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients. The following data was provided: sample ID (B)(6) initial result was 179.6 pg/ml, which was questioned by the physician, repeat result was <1.9 pg/ml. Sample ID (B)(6) initial result was 52.2, repeat result was <1.9 pg/ml. There was no impact to patient management reported.